Event description:
The complaint is reported as: it was reported that the user was unable to inject the medical agent through the sheath during use on a patient. Therefore, the sheath was replaced with a new kit. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned a sheath assembly and dilator from a psi kit. Both returned components showed signs of use in the form of biological material. Visual inspection of the sheath and dilator revealed no obvious defects or anomalies. The sheath was able to be flushed and aspirated through the sidearm using a lab inventory 5cc syringe. In addition, the returned dilator was able to advance in and out of the sheath with minimal resistance. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: do not suture directly to the outside diameter of the sheath to avoid cutting or damaging the sheath or impeding sheath flow." The reported complaint that the sheath was blocked could not be confirmed based on investigation of the returned sample. The sheath was able to be flushed and aspirated through the sidearm using a lab inventory 5cc syringe and the returned dilator was able to advance in and out of the sheath with minimal resistance. In addition, a device history record review did not reveal any manufacturing related defects. No problem was found with the returned sample. Teleflex will continue to monitor and trend for reported complaints of this issue.

Event description:
The complaint is reported as: it was reported that the user was unable to inject the medical agent through the sheath during use on a patient. Therefore, the sheath was replaced with a new kit. No patient harm reported.

Manufacturer narrative:
(B)(4).